Event description:
The pt was revised due to pain and the poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy international finds no product problem has been identified. The products conform dimensionally to all specifications. Patient x-rays were not available for examination; implant positioning could not be analyzed. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.